Manufacturer narrative:
Medtronic investigation of returned suspect device finds that the tip of the driver is slightly rounded over, but the function is still good. The reported event was confirmed to be caused by wear of the driver head. This damaged was likely due to excessive force and over-torquing of the driver.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative performed a navigation system check-out, all areas passed. Stealthstation s7 system performed as intended. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Event description:
A medtronic representative reported a site open spine clamp driver with the screwdriver tip rotating. Screws cannot be screwed properly. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.